Manufacturer narrative:
Concomitant product: product ID 3655, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a healthcare professional was replacing the standard obturator the upper stem snapped in half. It was noted that another obturator from another extension kit opened an it was observed by healthcare professional (hcp) that it had a defect mark at the same level as the first device and if not handled carefully would snap as well in the same place.